Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to double counting. Boston scientific technical services was contacted for review, and it was confirmed the patient's rhythm morphology had changed, with low amplitudes and wide complexes, which led to the double counting and subsequent inappropriate therapy. It was recommended to potentially assess the patient in-clinic with exercise testing to attempt to recreate the morphology during the event. Reprogramming options were also provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.